Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample status: [x] no sample returned [ ] sample returned. Active device history log review: [ ] n/a [ ] alarm confirmed [x] alarm not confirmed. Details of history log: log review shows no battery alarms or low battery capacity on date of incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported to b. Braun medical inc. That an infusomat space large volume pump (material 8713051u, serial (B)(6), lot 24044a5000) was being used to administer several critical medications on (B)(6) 2024. According to the complainant, the pump experienced a "low battery" alarm despite being plugged into an emergency outlet and the charging indicator being lit. A backup infusion pump was then set up, however, after approximately one hour, the replacement IV pump experienced a "low battery" alarm and shut off within one minute of the alarm. The patient's blood pressure dropped rapidly, necessitating urgent titration of medications once a new infusion pump was setup. The complaint device is not available for evaluation.